Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to foreign material found clogging the nozzle, additional findings are as follows: connector air leak, bad air supply, nozzle drain failure, plastic distal end cover crack, connector damage, a rubber adhesion cracks, rubber adhesion chipping, image guide hoses scratches, irregular scratches on image guide coil side, the foreign material clogging the nozzle has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, is was not known when the foreign material adhered to the nozzle, or whether the endoscope was immersed in detergent solution. There was no delay in the start of pre-cleaning, the air/water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges, and the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had error message. The device was returned and evaluated, and there was found to be foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the spray button hole with your finger. 2. Push the button all the way in while covering the hole (2-step push). Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.